Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin due to the possible occlusion on the infusion set. The customer reported that the insulin pump had an absence of no delivery alarm. The customer's blood glucose was 22 mmol/l at the time of incident. The customer reported that she treated the blood glucose with manual injection and the blood glucose reading went down to 15.5 mmol/l. Troubleshooting was not performed. The insulin pump is not expected to return.